Manufacturer narrative:
The technician found the head end linkage was broken. The technician replaced the brake linkage to repair the stretcher.

Event description:
Information received indicates the head end casters will roll when the brake is set at the foot end of the stretcher.